Event description:
According to the pt, following the implant procedure, this pt could not walk for more than one block without having to sit down. It was later identified that this pt had heart issues as well as a left femoral artery tear. The pt underwent several surgical procedures to repair his torn left femoral artery.